Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since shunt placements were applied in a different location in the brain than anticipated with the brainlab device (navigation) involved, despite according to the hospital: the unsuccessful placement attempts were detected immediately at the surgery as not to the intended target, since for these no csf could be seen. The outcome of the very same surgery was successful as intended, the catheter placement was successful at the end of the surgery for the intended drainage of csf. There was no harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the shunt placements. There was no harm/negative clinical effect for this patient due to the catheter passes or the slight craniotomy extension, also not due to anesthesia/surgery prolong (of ca.1.5h). There are further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviation of ca. 1.1-1.4 cm of the actual trajectory and target applied for the unsuccessful shunt placements, compared to the planned/intended trajectory and target displayed by the navigation, is a combination of the following factors for the registration of the patient to the navigation: a point acquisition by the user during patient registration to navigation not following the brainlab recommendations as required. The registration points were not taken in all recommended areas on the patient's skin, and further were taken in the area where the pre-operative CT showed (re-)moveable appliances (e.g. Tube) causing surface discrepancies to the situation during the surgery. Patient skin shift and skin surface deformations during the pre-operative CT scan due to positioning elements during the CT scan, and different patient positioning during the scan (supine) than at the surgery (lateral), causing a different patient surface during the surgery as in the CT scan in areas where navigation registration points were acquired. These factors caused the brainlab cranial navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the pre-operative image dataset (CT) and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user prior to the craniotomy and applying the shunt paths, with the necessary accuracy verification of navigation directly after the registration, after draping and throughout the procedure. A further, to a lesser extend contributing factor, that can have added to the deviation, is a major movement applied to the navigation camera position after the patient registration to the navigation. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery to convert from an external ventricular drain (evd) to a permanent ventriculoperitoneal (vp) shunt for csf drainage, into the right brain side to the ventricle with size of ca. 32.3cm (located ca. 6cm deep in the brain), has been performed with the aid of the brainlab navigation version 3.1. A pre-surgery CT scan was acquired on the day of the surgery, to use with navigation. The ventricle (target) was outlined to display the ventricle object during navigation. Trajectories were planned. During the procedure the surgeon: positioned the patient in a lateral orientation in a non-brainlab head holder, and attached the unsterile navigation reference array to the head holder. Performed the image registration with surface matching with acquiring registration points on the patient's skin surface to match the display of the navigation to the current patient anatomy. Verified the accuracy of the patient registration to navigation, and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient. Attached a sterile reference array, re-verified accuracy to be acceptable, determined location of the burr hole for the desired approach with navigation, and created a burr hole (craniotomy) of ca. 5-6mm diameter. Placed the shunt guided by a navigated stylet. One pass was intended for the drainage placement. Since no csf could be aspired, 7-9 further shunt passes were attempted, with also no csf seen. These shunt placement passes deviated from the intended path and target by ca. 1.1-1.4 cm deviation below the ventricle. Changed the approach for target trajectory to the contralateral aspect (longest axis) of ventricle, extended the burr hole by ca. 2-3mm, and placed the shunt successfully with this approach with continuing the navigation method, with csf achieved. According to the hospital: the unsuccessful placement attempts were detected immediately at the surgery as not to the intended target, since for these no csf could be seen. The outcome of the very same surgery was successful as intended, the catheter placement was successful at the end of the surgery for the intended drainage of csf. There was no harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the shunt placements. There was no harm/negative clinical effect for this patient due to the catheter passes or the slight craniotomy extension, also not due to anesthesia/surgery prolong (of ca.1.5h). There are further no remedial actions necessary, done or planned for this patient. Hospitalization was also not prolonged.